Event description:
It was reported that during an unknown procedure, the blade tip broke off. No reported patient consequence.

Manufacturer narrative:
Date sent: 09/25/2007. Information not available, device not returned for analysis.